Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3610pk-3 fibertak serial/batch number (B)(6) was received for investigation. Visual evaluation of the straight drill guide (the only device received for evaluation) found that the device's shaft was bent, before receiving for investigation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/3/2023 it was reported by a sales representative via sems that an ar-3610pk-3 1.8mm insert kit for fibertak is not fully cannulated. This was discovered during a glenoid labral repair. The doctor tried to place the drill through the guide but could not. Another guide was opened to complete the procedure. During inspection after the case it was discovered the guide was not even able to fit a 1.1mm wire. The guide did not appear to be fully straight and had a slight bend to it. No patient affect.